Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2014: patient underwent fusion surgery in which rh-bmp2 was used. Per op notes, a large amount of disc was removed and the interbody fusion cage was placed and this was packed with bone and dbm. Initially some bone with the bmp was placed in front of the peek cage. An x-ray was performed which showed good position of the interbody graft. During the procedure, there was breakage of the l5 pedicle on the left side and screw had to be removed prior to rod placement. Final x-rays were performed to verify screw position. Patient tolerated the procedure well without any intraoperative complications. Patient alleges unspecified injury due to the use of rhbmp-2.